Event description:
It was reported that "significantly diminished vaporization efficiency at 33,398 joules" was observed during a prostate procedure. The case was completed with a second fiber. No report of patient injury.

Manufacturer narrative:
(B)(4). The component codes refer to the results code. Fiber analysis: the fiber exhibited a circumferential fracture of glass cap distal to fiber/cap fusion zone. The fiber proximal to fracture can rotate independently of metal cap. The metal cap has burnt on detritus and devitrification of cap at output window. The glass cap exhibits char and devitrification. Both caps remain intact and attached. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. The potential for forward firing may exist. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.